Event description:
It was reported that the patient received a replacement power cord; however, the remote monitor still did not receive power. Also noted was that the monitor was dropped from its shelf. The monitor had previously sent successful transmissions. The monitor will be returned and a new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: this event was inadvertently submitted under the medical device reporting regulations. The remote monitor was dropped from the shelf and consequently no longer powers up. This report should be disregarded as reportability criteria are not met. No further information will be submitted regarding this event accordingly as a redaction of this report is being requested.